Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, two (2) tubes were overfilled. There was no report of patient impact.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. H6. Investigation summary: bd had not received samples, but 1photo was provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 100 retention samples were visually inspected, and 10 retention samples from bd inventory were draw tested, and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10